Manufacturer narrative:
T: slim user guide states that the t:slim system is watertight to a depth of 3 feet and for up to 30 minutes; if t:slim has been submerged, check your pump for any signs of fluid entry. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the pump was left in a cooler for three hours and was found submerged in water. It was also reported that the customer received an occlusion alarm. Tandem technical support was unable to perform a system check due to the altitude alarm declared. The customer's blood glucose level was not impacted. The customer was able to clear the alarm and resume insulin delivery while on the call with tandem technical support.